Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b03n-inr01 drawer 4 failed to open and required manual pulling to access medications, indicated a possible issue with the drawer rails. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not opening and needed manual pulling to access the medications. A field service engineer (fse) verified that the drawer rails were sticking during operation and attempted to adjust the guard rails, but the issue persisted. The fse then powered down the station, removed the drawer, replaced the rails, reinstalled the drawer, and restarted the device to restore normal functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.